Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Sometime post-op it was found that the screw was broken. The patient underwent a revision surgery to remove the broken screw. The screw shaft could not be retrieved from the vertebral body. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visual review confirms screw breakage approximately ~2-3 threads from bone screw head. Optical examination of adjacent surfaces around the area of crack propagation did not identify material surface defect that could contribute to crack propagation. Fracture surface examination identified a multi-modal fracture, with progressive striations emanating away from the origin of initial fracture propagation as noted, as well as increased material disruption, river lines, and shear lips, starting approximately ~30% of the way through the cross-sectional area of the bone screw, consistent with overload. After visual and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The minor diameter appears to be within in spec near the break. Unable to definitively determine specific root cause of the foregoing event from the available information.